Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l48282, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported on (B)(6) 2014 at the first pump refill the expected residual volume (erv) was 6.8ml and the actual residual volume (arv) was 3ml. At this time the healthcare provider (hcp) filled the pump, but was only able to get about 32 milliliters (mls) in the reservoir before it ¿stopped¿ and she was unable to refill further. It was noted the patient has had no symptoms. It was further reported at refill on (B)(6) 2014 the erv was 4.4ml and the arv was 5ml and the pump was only able to be filled with 32mls. It was noted the patient had a pump replacement for normal battery depletion in march and the surgeon took out the old drug from the previous pump and put it in the new pump. It was reported the hcp believed he put about 29mls into the new pump. It was also reported the hcp was unsure if they maybe programmed the incorrect reservoir volume at implant. The pump was being used to deliver lioresal. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported that the health care provider had difficulty during a refill. The pump was able to be aspirated but unable to be filled. The health care provider continually had trouble filling the pump fully and was only able to inject 32 ml into the reservoir. This has happened at the last 3 refills. At the refill on (B)(6) 2014, the health care provider aspirated the fluid, holding negative pressure until bubbles were seen and then continued to hold the negative pressure. 4.6 ml were expected and 4.5 ml were aspirated. The patient was having increased spasticity at night since this pump's implant. A dye study was performed yesterday and the catheter looked fine. A spiral computed tomography scan was to be ordered to assess the issue further.

Manufacturer narrative:
(B)(4).